Event description:
It was reported that while using bd microtainer® quikheel¿ lancet, the barcode was unable to be read correctly. This occurred on one lancet. There was no patient impact reported. The following information was provided by the initial reporter: "itt was possible to read the barcode, but the lot number and the expiration date were determined incorrectly. It was considered that the barcode could not be identified correctly because an illegal character "!" Or "t"was entered at the end of the barcode number."

Manufacturer narrative:
H.6 investigation summary: "material #: 368100; lot/batch #: 2301569. Bd had not received samples or photos depecting lot 2301569 for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing, each having their barcodes scanned, and no issues were observed relating to incorrect barcode as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode incorrect barcode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd microtainer® quikheel¿ lancet, the barcode was unable to be read correctly. This occurred on one lancet. There was no patient impact reported. The following information was provided by the initial reporter: "itt was possible to read the barcode, but the lot number and the expiration date were determined incorrectly. It was considered that the barcode could not be identified correctly because an illegal character "!" Or "t" was entered at the end of the barcode number."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.